Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet replacement device experienced rapid battery depletion, dropping from approximately 40 percent to shutdown within minutes and failing to hold charge after overnight charging, while the charging pad displayed a solid green light and blood glucose management was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or care utilization. Investigation included customer interviews and troubleshooting guidance, including verification of serial number and device setup steps. Investigation of this device revealed a suspected device power/battery performance issue associated with the device power subsystem, with normal function of the external charger reported. It was concluded, based on previously established findings for similar reports, that the cause was attributable to a device malfunction related to battery performance.